Event description:
At the time that the initial report of high impedance was rec'd, this event was not considered MDR reportable. After parameter adjustment, no further action was planned by site at the time of the initial report because the pt was doing very well at current settings and was having good seizure control. Investigation was re-opened upon receipt of notification that high lead impedance reading (dc-dc code 7 and limit) was again obtained after lead test at office visit in 10/2001, indicating possible lead malfunction. This event is now considered MDR reportable per MFR's current procedures due to the potential for loss of therapy if lead is broken. It was initially reported 06/2001 that lead tests resulted in ok impedance at office visit 04/2001. At office visit in 06/2001, lead test resulted in "maximum resistance", indicating possible lead malfunction. At this visit, off time was reduced from 1.8 mins to 1.1 mins and the test was repeated. A high impedance result was again obtained. Output current was then increased from 0.75ma to 1.25ma and the test was repeated. An ok result was obtained. No further parameter adjustments were made. It was reported in 01/2002 that lead test on pt's device resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible lead malfunction. It was reported that the eri (elective replacement indicator) flag was no, indicating that the generator was not at end of service. It was reported that the pt's output current had been increased to 1.5ma since the time of the initial report. It was also reported that lead test at office visit in 10/2001 resulted in high lead impedance reading (dc-dc code 7 and limit). It was reported that the pt continues to have "tremendous" efficacy and that the site does not plan to make any changes because the pt is doing well. Two attempts have been made to obtain add'l info (via u.s. Mail to physician) with no response to date.